Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The root cause is attributed to user mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, arcing occurred between the tip of the maryland bipolar forceps instrument and a large needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the maryland bipolar forceps instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the maryland bipolar forceps (mbf) instrument (part #471172-16 / lot #k10220323 0472) associated with this event has been performed. Per logs, the mbf instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that arcing occurred during use of the maryland bipolar forceps. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient reported, the allegation of instrument arcing could likely cause or contribute to an adverse event if it were to recur.